Event description:
It was reported that the ilet was not charging until the user oriented the device face up on the charger, after which charging resumed, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source issue consistent with a charging problem traced to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.